Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 550:320. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition of a colleague infusion pump with a 550:320 failure was confirmed during product evaluation. The cause of this condition was determined to be faulty user interface module printed circuit board (uim pcb). The uim pcb was replaced to fix the reported condition. This involved a colleague infusion pump with a user interface module master software version 6.13.92.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.